Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 11 sep 2025 from the home therapy nurse (htn) of a 46-year-old female patient with a medical history including end stage renal disease, who stated the patient began itching immediately, her blood pressure decreased and she began vomiting during a hemodialysis treatment, on (B)(6) 2025. Treatment was stopped and diphenhydramine (benadryl) 50mg and methylprednisolone (solu-medrol) 125mg were administered intravenously. Additional information was received on 15 sep 2025 from the htn who stated the patient did not experience any additional symptoms. The patient recovered without sequelae and continues to treat with nxstage.